Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test and force sensor test. Unit passed dat test at 0.0872 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 164.15 units of normal bolus was delivered on 27-sep-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case. No scratches noted on the screen. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Cosmetic damage at the screen was not confirmed, however, cosmetic damage confirmed with minor scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported that insulin pump was dropped and had scratches on the screen. The blood glucose value at the time of the event was 50 mg/dl and the hypoglycemic event was treated with glucose. The event involved product(s) mmt-7040ma, mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for hypoglycemia, and for cosmetic damage allegation. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump was overdelivering the insulin. Troubleshooting was performed for damage. No further patient complications were reported. No product return is required for mmt-7040ma. The customer will discontinue use of the infusion set. Mmt-242a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.